Event description:
The pt had a suspected overdose. The pt was in the ER and was unresponsive. No other info was available. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).